Event description:
The customer was hospitalized for dka. Troubleshooting was performed and could not be completed at the time of call. Later the customer called back and still has the site in place. Advised not connect back into the same site, use a new area. Troubleshooting was performed. The programming was fine. A self-test was completed and passed. Explained the two high bg rule. Instructed the customer to call the help line for further assistance.